Manufacturer narrative:
An event regarding loosening involving an mrs stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation medical records received and evaluation: not performed as medical records were not provided for review. Device history review: DHR review for the reported lot determined that the device was manufactured to specification. Complaint history review: there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including patient history, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's hip was revised due to a loose stem.